Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower case halves and battery drawer were broken and contaminated, the battery release, knobs, heart block, heart wire contacts, battery drawer o-ring, battery flex and heart lead flex were contaminated, the lead flex cover was corroded, the battery contacts were compressed and contaminated, both bails and ring were missing and the keyboard was contaminated.